Event description:
It was reported "we had a patient today ((B)(6) 2024) for had a lutathera infusion and we noticed that at the end of the procedure there was a small amount of lutathera that, we think, had leaked from the junction of the red port and catheter tubing component. The patient had less dose delivered as prescribed but still acceptable." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed an arrow pointing to where the leakage allegedly occurred. The catheter was observed to be placed in a patient's arm. No damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "we had a patient today (B)(6) 2024) for had a lutathera infusion and we noticed that at the end of the procedure there was a small amount of lutathera that, we think, had leaked from the junction of the red port and catheter tubing component. The patient had less dose delivered as prescribed but still acceptable." No other information was provided.